Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 300 and 227 mg/dl. Tests were done within 10 minutes. The meter does not match the test strips. Pt did not experience any adverse events. No further information has been reported.